Manufacturer narrative:
The thermogard console was evaluated by zoll service at the customer site. The reported complaint of the thermogard console sn (B)(4). Displayed a "coolant low" error message was confirmed during the functional testing and event log review. The probable cause of the reported complaint was a loose connection between the rj45 cable and coolant block with board likely due to a defective component. No physical damage was observed on the thermogard console during visual inspection. During initial functional testing, the thermogard console passed all the tests without any fault or error. However, during further console testing an intermittent connection between the rj45 cable and coolant block with board was observed. The rj45 cable and coolant block with board were replaced to remedy the fault. The event logs were reviewed and confirmed the occurrence of a "coolant low" error message around the customer's reported event date, thus confirming the reported complaint. Following the service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console sn (B)(4) displayed a "coolant low" error message while the coolant is at a normal level. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.